Event description:
Baxter canada reports moisture was noted in pneumatic area of returned homechoice device. A comprehensive investigation of this issue determined fluid was likely introduced to device via a leak in cassette of homechoice set during use. Canadian affiliate reports no pt injury or medical intervention.